Event description:
Silicone from dressing remained on patient's skin after the dressing was removed and the silicone had to be picked off the patient's skin. This was first reported in (B)(6) and (B)(6) involving 4 patients at this facility. On (B)(6) 2018 allevyn gentle border 5x5 silicone foam dressing silicone was left on skin; on (B)(6) 2018 allevyn life sacral dressing silicone from the backing was left behind and had to be manually picked off of patient's skin and wound. On (B)(6) 2018 allevyn life sacral dressing, a lot of silicone was left behind on a patient's wound. Allevyn life.